Event description:
The account alleged that the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The account found missing pins on the sidecom board. The account replaced the sidecom board to resolve the issue.